Manufacturer narrative:
The reported issue was unconfirmed. The devices were returned and visually inspected. Examined the exterior of the samples and did not find anything to contribute to the reported event. Tested catheters with french gauge and found both catheters were 16 french. The specification for this lot is 16 french +/- 1 french, so the samples met specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the diameter of the catheter was larger than usual, and the patient experienced irritation and self limited bleeding. No medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the diameter of the catheter was larger than usual, and the patient experienced irritation and self limited bleeding. No medical intervention was required.